Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a consumer via a clinical study regarding a patient receiving infumorph (5 mg/ml at 0.2402 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient had an erythema at the pump site. The patient was examined on (B)(6) 2012 and found erythema at the pump site. An intervention of medication being administered occurred on (B)(6) 2012 in which clindamycin 300mg by mouth four times daily for ten days was given. The patient reported drainage at the incision on (B)(6) 2012. The patient was examined on (B)(6) 2012 and found a well healed pump site. The outcome was noted as resolved without sequelae on (B)(6) 2012. The etiology was noted as unlikely related to the device or therapy and related to the implant procedure. If additional information is received, a follow-up report will be sent.